Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Logs found that the ip read -8.3psi when attempting to fill, preventing fill. Bypass flow at 28 degrees celsius was 2.0l/m, which is out of tolerance for pre calibration parameters. Requested to return the device as received with no repairs performed per ucc customer service. No testing performed as device is being returned unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss informed that the arctic sun device was not filling up. Per additional information updated from wo on 16may2025, they could hear the fill valve click but the circulation pump was not running, no vacuum on the left port and the inlet pressure was reading -7.3 and did not drop after removing the fluid delivery line indicative of a pressure transducer issue. Per additional information updated from ttm on 16may2025, fss evaluated device while on site and it would not fill.

Event description:
It was reported that the fss informed that the arctic sun device was not filling up. Per additional information updated from work order on 16may2025, they could hear the fill valve click but the circulation pump was not running, no vacuum on the left port and the inlet pressure was reading -7.3 and did not drop after removing the fluid delivery line indicative of a pressure transducer issue. Per additional information updated from ttm on 16may2025, fss evaluated device while on site and it would not fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.